Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, or that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.

Event description:
A pronto v3 extraction catheter was used to aspirate thrombus from an occluded stent in a saphenous vein graft to the right coronary artery. The pronto v3 distal tip apparently became entrapped on the proximal end of the stent, the physician removed the pronto v3, and observed via fluoroscopy that the stent had stretched back into the aorta and the pronto v3 distal tip was entrapped in the stent. The patient was reported as being stable. The stent and entrapped tip were surgically removed in 2007.